Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. Additional information received reported that the patient was charging friday night and that the insr fell off the chair and the connector pin bent. It was noted that the patient¿s implantable neurostimulator (ins) had stopped working as well. It was noted that the patient last felt stimulation friday night. Additional information received reported that the desktop charger had a bent pin. It was noted that no patient harm was reported. Analysis found that the connector pin was bent. It was noted that the cable assembly with the bent connector was replaced.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37761, serial# (B)(4); product type recharger. (B)(4).